Manufacturer narrative:
Previously submitted device code no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2021. The patient called to report they were ¿having some problems,¿ and confirmed that they were referring to still having urinary retention and that it was really bad now. The patient inquired about changing programs as they stated they had increased stimulation last night and that didn¿t help. The patient reported they were getting no relief from the therapy. Patient services reviewed therapy and stimulation overview/expectations and stated they wanted to try increasing stimulation on their current program first before changing programs. Patient services walked the patient through connecting with their ins. The patient was noted to initially get ¿device not responding.¿. The patient stated that they have lost some weight and stated it felt like their ins ¿may have slipped,¿ as their skin felt loose in the area of the ins due to their losing weight. The patient also inquired about laying on their ins and stated that they sometimes slept on their back and turned on their sides . The patient inquired if that could ¿loosen¿ the isn? The patient confirmed no pain or issues noticed from this. General activity overview was reviewed with the patient. The patient noted on the call when positioning the communicator on the ins that they could feel the ins ¿almost¿ stuck ¿out like a bump.¿ the patient inquired if this could all be related to the symptoms the patient was experiencing? The patient repositioned their communicator on the ins and confirmed they connected with the ins. The patient increased stimulation from 5.5v to 6.5v on program 1. The patient initially stated they weren¿t feeling stimulation but then stated they may be feeling stimulation slightly and the patient could not confirm if the it was comfortable or not. The patient mentioned that they felt like there may be ¿some moving going on¿ with the ins. The patient mentioned that when they have increased stimulation before due to these symptoms, if they increased too high, they really noticed stimulation. The patient stated that sometimes they noticed stimulation that the patient described as a ¿tickle,¿ (which was confirmed to be the normal feeling of stimulation,) when laying down. The patient wanted to leave stimulation at 6.5 and they were going to monitor their symptoms now that a change had been made. The patient was going to follow up with the health care professional (hcp) if they were not seeing an improvement. Patient services reviewed a general handset and communicator overview, as well as programs general overview and the role of patient services. The patient mentioned they had an hcp appointment scheduled for this friday and that they would discuss these issues with the hcp at that time. The patient again mentioned that they haven¿t been able to see their hcp due the patient being in a different part of the country.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states the device is not working, meaning they are having urinary retention and patient is not able to see their managing physician because they are over a thousand miles away from them presently. The patient reported no falls or traumas, but stated they are active in the garden. Troubleshooting included reviewing how to increase amplitude. Patient increased from 4.5 to 5.1 where they could just start to feel stimulation sensation. It was recommended that the patient monitor symptoms, and if they were not resolved they may consider changing programs and following up with managing physician when possible.